Event description:
Customer stated, "was using the unit between her thighs and smelled smoke." Customer did not claim injury. Product was returned. Investigator determined that the probable cause of the smoke smell was the lead wire becoming exposed causing the harness to have an exposable burn. The investigator determined this was caused by the customer misusing the product by folding/ laying on the pad while in use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".